Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 8 months post implant of this bioprosthetic mitral valve, the patient presented with severe stenosis. Ultimately, 12 years and 10 months post implant, the leaflets of the previously implanted bioprosthetic valve were excised, and a non-medtronic transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.